Manufacturer narrative:
A review of the angiographic procedural media from the index procedure was performed by a bsc quality engineer. The reported event could not be confirmed by the available angiographic media. The final position of the valve is good and cannot be confirmed to be related to the reported complete heart block/ permanent pacemaker implantation. The final contrast assessment shows valvular leakage is visible.

Event description:
Reprise IV study it was reported that complete heart block occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of antiplatelet medications other than aspirin at the time of index procedure. The subject received loading dose of 81 mg of aspirin. A lotus introducer was placed and then the aortic valve was treated deployment of a 25 mm lotus edge valve. Balloon valvuloplasty was not performed. Successful repositioning of the lotus edge valve involved partial re-sheathing and complete re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. On the same day of index procedure, post tavr, the subject developed complete heart block requiring temporary pacing. Electrophysiological (ep) consultation was recommended. At the time of the event, the subject was on clopidogrel. One day post index procedure, electrophysiology consultation noted the subject to be in mobitz 2 av block; subject was dependent on temporary pacer and was pacing at 40 bpm. A new permanent pacemaker was recommended due to complete heart block and a dual chamber permanent pacemaker was implanted the same day. The events were considered to be recovered and the subject was discharged on aspirin and clopidogrel. It was further reported that baseline ECG revealed sinus arrhythmia and left axis deviation. On the same day as the index procedure, event ECG revealed sinus arrhythmia, first degree av block, occasional pre-mature ventricular complexes and (known) left bundle branch block. One day post permanent pacemaker implant, ECG revealed av sequential or dual chamber electronic pacing without block.

Event description:
(B)(6) study. It was reported that complete heart block occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of antiplatelet medications other than aspirin at the time of index procedure. The subject received loading dose of 81 mg of aspirin. A lotus introducer was placed and then the aortic valve was treated deployment of a 25 mm lotus edge valve. Balloon valvuloplasty was not performed. Successful repositioning of the lotus edge valve involved partial re-sheathing and complete re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. On the same day of index procedure, post tavr, the subject developed complete heart block requiring temporary pacing. Electrophysiological (ep) consultation was recommended. At the time of the event, the subject was on clopidogrel. One day post index procedure, electrophysiology consultation noted the subject to be in mobitz 2 av block; subject was dependent on temporary pacer and was pacing at 40 bpm. A new permanent pacemaker was recommended due to complete heart block and a dual chamber permanent pacemaker was implanted the same day. The events were considered to be recovered and the subject was discharged on aspirin and clopidogrel.